Manufacturer narrative:
T:slim g4 user guide states, "only your healthcare provider can determine and help you adjust your basal rate(s), insulin-to-carbohydrate ratio(s), correction factor(s), blood glucose (bg) target, and duration of insulin action. In addition, only your healthcare provider can determine your cgm settings and how you should use your sensor trend information to help you manage your diabetes." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels (260-350 mg/dl). The cause for elevated bg levels is unknown. Reportedly, the customer changed pump supplies, increased the basal rate without guidance from customer's health care professional, and delivered boluses to address elevated bg levels. At the time of the report customer's bg level was 160 mg/dl. System check with tandem technical support was performed, and the pump was functioning as intended. Recommendation was made to discuss diabetes management with customer's health care professional.